Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged. Several attempts to reposition the lead were unsuccessful. Subsequently the lead was replaced.